Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy due to non-physiologic oversensing, under primary vector configuration. Technical services (ts) reviewed the episode data and believed the noise observed is related to the sense b noise issue. Ts recommended troubleshooting steps and to provide the results back for further evaluation of the case. The s-ICD system therapy was turned off until further notice. This implantable electrode remains in service and no additional adverse patient effects were reported.